Event description:
The customer observed a false reactive alinity I hbsag qualitative confirmatory result for one patient. The following data was provided: sid (B)(6) initial result was (B)(6) s/co (n 104% confirmed), repeated (B)(6) and (B)(6) s/co (n 110% confirmed). Repeated negative on liaison alinity I hbsag quant was (B)(6) iu/ml (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of false positive results. This is the only complaint for the lot. Return testing was not performed as returns were not available. Device history record review was performed on lot number 27440fn00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Clinical specificity testing was performed using an in house retained kit of the complaint lot. Testing met acceptance criteria, indicating the lot is performing acceptably. Labelling was reviewed which adequately addresses the current issue. Due to the high sensitivity of the assay interfering substances may trigger positive assay readings. Neutralization will reveal if the signal was generated by hbsag or interfering substances. Per product labelling, if the alinity I hbsag qualitative ii confirmatory results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on the information within the complaint record, no systemic issue or deficiency of the alinity I hbsag qualitative ii confirmatory reagent was identified.